Event description:
A physician reported that after cataract surgery, a patient experienced toxic anterior segment syndrome (tass), iritis. The patient was treated with high dose topical steroids and non-steroidal anti-inflammatory drug. Current condition of patient is improving. This complaint is pertaining the one of four reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. An account manager on behalf of the facility reported that they had cases of toxic anterior segment syndrome (tass) from cases last week. The surgeon reported he does not have a suspect product but stated he used duovisc intraoperatively. He provided no other potential contributing factors. He reported he cannot provide the duovisc lot number and the facility does not record this information. He stated he uses both provisc and viscoat from the duovisc packaging but also cannot provide their information. There is no product available for return. He asked if any other tass events have been reported with use of duovisc. I shared with him that the lot numbers would be helpful in searching for this information. He reported that the patient is improving with the iritis and fibrin cleared. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for toxic anterior segment syndrome, iritis, and additional medical/surgical intervention complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. Potential root causes of the reported complaint condition include: solution quality issue - unlikely, as chemistry and microbiology results must meet regulatory requirements prior to release of a batch. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology - no conclusion can be made as this factor is outside the control of the manufacturing facility. Event unrelated to product use - no conclusion can be made regarding this root cause based on information available. As no lot code or sample was received, no further risk assessment can be performed. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint. No action is required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.